Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2004 short port btt (from vh-2000) valve was not tight. They stated in the RMA / potential complaint form "broken valve". They then clarified that the black inflation valve popped out causing the balloon to be "untight". The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4)